Event description:
It was reported that the patient had "double vision" when he turned his head to the left. The patient had an MRI scan but was uncertain that the double vision was related to that. The reporter stated that the patient has had "a couple of seizures" over the last couple of months. The patient did not have a seizure disorder, and the seizures were noted to have started after the patient was implanted. It was noted that the patient has had a seizure during his last visit to his healthcare provider (hcp) in november. The reporter indicated that the patient had tried turning stimulation off and it did not improve his symptoms. It was noted that the patient had a call into his hcp's office to have his device and complications checked. If additional information becomes available a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension patient. (B)(4).